Event description:
The pt was implanted with a siltex saline mammary prosthesis on 12/21/95, subsequently the pt experienced and infection and delayed wound healing. The device was removed on 7/10/98.